Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the belt was intermittently displaying service code 204 (belt/monitor unable to communicate). The dn pca will be scrapped for intermittent connections. The root cause for the damaged pca board can not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt displayed a service code 204 (belt/monitor unusable).